Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for investigation. There is no information at this time to suggest that a device malfunction caused or contributed to the inappropriate treatments. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a rapid rate of svt. The rapid rate satisfied the prescribed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate treatment while in a rehabilitation facility. The patient was treated twice during the event. Rapid svt contributed to the inappropriate detections. The response buttons were pressed intermittently during the event, but the patient did not press the response buttons in the immediate lead-up to the treatments. The patient was taken to the hospital for further evaluation.